Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
On may 16th, the patient visited the emergency department after experiencing multiple defibrillation shocks during sleep. Programmer interrogation determined that the inappropriate therapy was caused by rv shock lead noise sensing, and the therapy was turned off. Remote monitoring confirmed that noise sensing events had already been occurring since may 14th. On may 18th, during follow-up, significant noise recurred when the area around the device pocket was touched, suggesting that some type of lead-related issue had occurred within the pocket. Future management has not yet been determined at this time.